Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during a routine follow-up, episodes of noise, oversensing and pacing inhibition were observed on the right ventricular (rv) lead. Additionally, the rv lead impedance measurements were greater than 3,000 ohms with no capture. The x-ray confirmed the rv lead was fractured due to subclavian crush. As a result, the rv lead was explanted and replaced. No additional adverse patient effects were reported.